Manufacturer narrative:
Product ID (B)(4) serial# unknown product type recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018 reporting that the patient had the implantable neurostimulator replaced on (B)(6) 2018. No additional patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was unable to charge the ins due to poor coupling with zero boxes. The patient stated they tried to charge for 2 hours the other day but the ins battery did not increase at all. They stated that they used to get 6-8 coupling bars. Repositioning the antenna did not resolve the issue. The patient performed an antenna locate but still got zero boxes. The patient inquired if they should turn the ins off and it was reviewed that they may want to consider it to prevent an overdischarge. A replacement antenna was sent but the patient was advised to see a healthcare professional (hcp) if this did not resolve the issue. No patient complications were reported as a result of this event. Additional information was reported that the patient is still having difficulty charging their ins even after receiving their replacement. The rep tried connecting with the patient's recharger and could not get any bars. The rep tried to connect with their 8840 and it could not find the ins. The rep felt the area of the ins and it didn't seem tilted or flipped. The issue was not resolved at the time of this report, and surgical intervention has been planned. No further information was reported.